Event description:
New information received notes that the reported malfunctions were caused by lead dislodgement.

Event description:
It was reported that a patient presented with inappropriate pacing, decreased r-wave sensing, and loss of capture noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.